Manufacturer narrative:
Product complaint : (B)(4). Investigation summary : examination of the returned device revealed the rim has broken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 4x12.5mm curved insert trial broke around the rim.